Manufacturer narrative:
An investigation was conducted: investigation methods and findings: visual and functional analysis/testing according to eviva disposable device post market instructions could not be conducted for the described event due to the device was not available for return. Cause/root cause: root cause analysis did not identify a definitive root cause. The investigation included a comprehensive review of complaint data and risk assessments, but could not perform any testing procedures, because the device was not returned. Conclusion: the root cause analysis did not identify a definitive cause. A thorough review of device history records, complaint data, risk assessments, and testing did not reveal a specific failure mode. Future events will be monitored and trended. Complaint confirmed: no device history record (DHR) review: a device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported that during an eviva breast biopsy procedure on (B)(6) 2026, "part of the introducer broke off while taking off the biopsy device so the clip was incorrectly placed." Additional information has been obtained from the user site, and it was confirmed that the patient's lesion was non-cancerous and will not require an additional clip placement procedure. No further information is currently available.